Manufacturer narrative:
It was reported that a mynxgrip vascular closure device (vcd) was prepped, inserted into the patient and the plug was deployed. The procedural sheath was withdrawn from the patient but there was no tamp to compress. Manual pressure was applied for 25 minutes in conjunction with a femostop to complete the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vcd was being used in conjunction with a 6f procedural sheath introducer for common femoral arterial closure following a pci (percutaneous coronary intervention) procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle to be at a 30-45 degree angle from the vascular sheath. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f1718701 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are warned to not use mynxgrip if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
It was reported that a mynxgrip vascular closure device (vcd), was prepped, inserted into the patient and the plug was deployed. The procedural sheath was withdrawn from the patient/removed but there was no tamp to compress. Manual pressure was applied for 25 minutes in conjunction with a femostop to complete the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vcd was being used in conjunction with a 6f procedural sheath introducer for common femoral arterial closure following a pci (percutaneous coronary intervention) procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle to be at a 30-45 degree angle from the vascular sheath. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1718701 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint.

Event description:
It was reported that a mynxgrip vascular closure device (vcd), was prepped, inserted into the patient and the plug was deployed. The procedural sheath was withdrawn from the patient/removed but there was no tamp to compress. Manual pressure was applied to complete the procedure (duration unknown).